Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-05141. It was reported that one of the patient's leads had high impedance. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-05141.